Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, ruling out generator battery end of life as a likely cause of the high lead impedance test result. It was reported that the pt's family does not believed that the vns therapy has ever worked for the pt, but treating nurse believes that the pt did benefit from the vns therapy when it was first implanted. The pt has not experienced any recent injury or trauma that may have damaged the vns therapy system and it is not known whether the pt manipulated the device through the skin. Review of x-rays by manufacturer did not reveal any obvious discontinuities in the vns therapy system; however, some portion of the lead was behind the generator, so a lead discontinuity there could not be ruled out. Lead break is suspecte.d revision surgery is planned; however, the pt's family has not yet agreed to it and may request the pt be explanted without device replacement. The pt's device has been programmed to off pending a decision by the pt's family regarding next course of action. No adverse event was reported in conjunction with the high lead impedance condition.

Event description:
The patient underwent vns therapy system replacement surgery, during which both the lead and generator were replaced. Visual inspection and electrical testing of the concomitant device (pulse generator) did not reveal any anomalies that would adversely affect device performance. A majority of the explanted lead was returned for analysis in two pieces. The electrode portion was not returned. Visual inspection of the portions of the lead assembly that were returned revealed a break in both quadfilar coils in the area of the electrode bifurcation. Electron microscopy revealed that the quadifilar coil breaks were mechanically damaged and pitted to the point that the fracture mechanisms could not be determined. It is believed that stimulation was present for a certain period of time due to the presence of metal pitting on the ends of the broken quadfilar coil wire surfaces. The observed coil wire breaks were the cause of the reported high lead impedance test results.